Manufacturer narrative:
Date sent to the FDA: 06/24/2021. Additional information was requested, and the following was obtained: what was the tissue condition during initial surgery, i.e., normal or thin, calcified, fragile, diseased? Normal. No problem. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes was there any precipitating stress factor for the suture breakage and wound dehiscence? According to the patient, he began to feel uncomfortable after his knees were strongly bent during rehabilitation. Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? The surgeon commented that there was no problem with the product. What is physician¿s opinion as to the etiology of or contributing factors to this event? Because the tracking of the patella was good and the patient had no history of trauma, I performed surgery together with dr. (B)(6) while wondering about it. What is the patient¿s current status? As of (B)(6), the patient was discharged because there was no problem with the progress. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure product lot number? What was the tissue condition during initial surgery, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Was there any precipitating stress factor for the suture breakage and wound dehiscence? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2021 and the barbed suture was used was used for the joint capsule by continuous suturing. It was reported that the patient felt strange during rehabilitation. In the week of may 17, the patient complained of discomfort. Therefore, the wound was opened on (B)(6) 2021 as a precaution then it was found that the barbed suture on the inner retinaculum had been broken in the middle of the suture, and the wound had opened. The surgical site was re-incised, and as it was confirmed that the suture had been broken, it was removed, and the wound was reclosed on (B)(6) 2021. After the wound was reclosed, there was no problem when the patient tried to bend and straighten the knee. Because the tracking of the patella was good and the patient had no history of trauma, surgeon was wondering about it . This time, about 10 needles were sutured with surgilon, and after that, 2 pieces of barbed suture were used to firmly suture. Then surgeon made sure that the sutured area was ok even if it was bent, and then the surgery was finished. The surgeon opined that there was no problem with the product. The patient has been hospitalized.